Event description:
Adverse event(s): no consequence to patient (no known impact or consequence to patient). Product problem(s): system message (device displays error message). The doctor reported that during a vitrectomy procedure, the system displayed a message and the laser did not function. The system was switched out to complete the procedure. Additional information has been requested. No patient injury has been reported to date.

Manufacturer narrative:
The company service representative examined the system and he was not able to duplicate the reported problem. The us test, laser test, and a general system check were all tested and met specifications, including laser calibration. No samples were returned for further investigation. The root cause could not be determined.(B) (4). (B) (4). (B) (4).